Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were login failures at specific time period. A technical support specialist (tss) reviewed the consistently timed out between 3:15 am and 3:30-40 am eastern standard time (est), preventing logins to stations, the server, and plx as described in knowledge article, hospital network / adt / oe or customer 3rd party software issue. Analysis showed intermittent structured query language (sql) latency during that window, and intrusion detection system (ids) was temporarily disabled using relevant knowledge article to mitigate the impact. Additional investigation found that the secondary sql availability replica was out of sync due to recurring replication failures and oversized database log files. Further review identified that an smb 1.0 registry entry prevented a service from starting, contributing to the replica disconnect until corrected by hospital information technology (it) team. Sql extended event logs showed waits exceeding 120,000 ms during the night re-index task, leading to timeouts. It was then determined that select queries originating from another customer server were blocking the reindex operation by holding long running locks, cascading into widespread sql waits and ids failures. After moving the reindex task and blocking those select queries, the issue no longer occurred. The reindex task was then returned to its scheduled 3:15 am run time with a customer implemented blackout period from 3 to 4 am to prevent conflicting activity, fully resolving the problem. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the staffs were unable to log in to pyxis at 3:00 am every night. The customer reported that the pyxis machines in both the hospital and the pharmacy went offline for approximately 10 minutes. During this time, nursing staff were unable to log in to the machines to pull medications for patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.